Event description:
(B)(4). I wanted a tubal ligation but was strongly pushed by my doctors to do this as a cheaper, non surgical method of permanent birth control. They did not warn me of any side effects what-so-ever, nor did they mention they contain nickel.